Manufacturer narrative:
The device was not returned to olympus for evaluation and therefore the root cause of the reported failure cannot be determined. Based upon the information and photo provided, it appears the pebax heat shrink which covers the distal end of the spiral-cut needle has been separated. Although the root cause of this particular event is unknown, this is a failure anticipated by risk documentation procedures. A check of the complaint handling system found no similar failures recorded for this lot number. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 476 units were produced under this lot number with no associated process deviations relating to the reported failure.

Manufacturer narrative:
Additional information received from the user facility states that the bronchoscopy with the ebus needle was performed with the bronchoscope olympus bf- uc180f-7722210, the re- bronchoscopy with the olympus bf-1th190-2602505.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined. However, as a preventive measure, the instruction manual provides warning which states: ¿always have a spare instrument available in case the primary instrument malfunctions. Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿

Event description:
The service center was informed that a during a bronchoscopy procedure, the needle broke in the patient. The device fragment was not retrieved. It was reported that the device fragment was not observed in the patient due to heavy bleeding after the mucous membrane biopsies were taken. The bleeding required hemostasis. The initial procedure was completed. Additionally, the user facility reported that the patient presented for a second bronchoscopy on (B)(6) 2019 and the doctor observed a foreign body. The doctor retrieved the foreign body and identified it as the broken needle fragment. There was no bleeding reported during this procedure. The second intend procedure was completed without issue.